Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  Investigation results suggest/indicate it is likely the worsening paravalvular leak (pvl) was due to large bulky calcium extending into the left ventricle outflow track (lvot). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), one year and six months post placement of the 23mm sapien 3 valve, paravalvular leak (pvl) plugs were placed. The patient had been followed for moderate plus pvl since the initial placement.  The physician placed two 10mm vascular plugs to decrease the pvl.  The field clinical specialist (fcs) was there on standby in the event the angio showed too high of valve placement. The angio showed the same 70/30 valve positioning, which was the same as the original deployment. The paravalvular leak (pvl) was due to large bulky calcium extending into the left ventricle outflow track (lvot). There was no additional intervention besides the vascular plugs. There was trace/mild leak documented post initial placement, but since this was done at another facility the team cannot determine if it was worsening or if it was not clearly seen on the initial echo.